Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any issues associated with lot 25445be01 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a sensitivity setup. No false non-reactive results were obtained, indicating that the sensitivity performance is acceptable. Based on the investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 25445be01 was identified.corrected data found in field(s): d4 catalog no changed from 08d06-74 to 08d06-77; and d4 lot no changed from 25445be00 to 25445be01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-74 that has a similar product distributed in the us, list number 8d06-31/41.

Event description:
The customer observed a (B)(6) architect (B)(6) result for one patient that generated a (B)(6) result on another instrument. The sample was retested again and yielded (B)(6)results on both instruments. No impact to patient management was reported.